Event description:
The customer reported that the left monitor intermittently would not display an image. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image sweep power supply was repaired. The system was then found to be operating as intended.